Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient stated the remote home monitor had a red blinking light. Boston scientific technical services (ts) was contacted and discussed that a red blinking light meant there was data that it is trying to upload but cannot make contact with the server. Ts advised to perform additional troubleshooting with the remote monitoring system or bring the patient in for evaluation. Additional information from the clinic noted that an upload was received one month later with all appropriate measurements. At this time the system remains in service and no adverse patient effects were reported.